Manufacturer narrative:
The retained samples of the same lot have been inspected visually, tested electrically and thermally. Mechanical tests were performed on 2 retained samples. All samples were found to perform within limits. The involved device has not made available for an investigation. The patient skin was described as fragile and with a presence of micro bleedings and the dispersive electrode was applied to "one of few area without evident ecchymosis". The IFU states: "after use remove the electrode gently with one hand and support the underlying tissue with the other. Lift the electrode at the tab section at its base, not by the diathermy cable, and peel it off slowly. Tugging, pulling or rapid removal may cause skin trauma. Take extra care when skin is overly delicate, e.g. On elderly patients, diabetics, or because of prolonged specific medication e.g. Steroids." However, we have no information indicating how the electrode was removed from the skin. We therefore conclude that the state of the patient's skin was most probably the reason for the incident. No further conclusion can be drawn. Device not returned.

Event description:
On (B)(6) 2018 a 3 hours reparation of abdominal aorta electrosurgical procedure was performed at (B)(6) hospital in (B)(6). A monitoring dispersive electrode (model skintact wr21) and a vio 300 s generator were used. The patient was described as obese. The skin was described as fragile and with a presence of micro bleedings. The patient was lying in supine position. The dispersive electrode was placed on the right calf. The application site was without any impairment - "it was one of few area without evident ecchymosis". It was reported that the electrode was adhering to the patient. The patient skin was not cleaned, not shaven, not disinfected and no ointment had been used. The application site had been dried. The generator output was described as "pre setted values by the technician for cardiac surgery operation". The generator output was not raised during surgery. The patient was not repositioned. The patient body temperatures was managed by "oesophageal probe, continue monitoring". After the procedure, a skin injury was discovered. The user explained the injury as "partial skin removal with bleeding" and was "about 15 cm, circle shape, limited to area of electrode (the shape was similar to the electrode shape)". The injury had been treated with "medication with connectivine gauze + sterile gauze + esternal elastic gauze".